Event description:
Pus began to develop around the implantable neurostimulator for about 10 days. The patient was able to express pus for about 3 days. He felt sick and went to the emergency room. He was diagnosed with an 'infection in chest' and was hospitalized. The patient was discharged from the hospital. He had no strength in his left leg and did not have feeling in 3 toes of that foot. These symptoms continued after the neurostimulator had been off for 20 minutes. There was no incident or accident related to that complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.